Event description:
Related manufacturer reference number: 2017865-2023-17220. It was reported a patient's atrial lead presented with inappropriate automatic mode switch (ams) due to oversensing noise. The right ventricular (rv) lead also presented with noise. No changes were reported. The patient was stable.